Manufacturer narrative:
Follow-up #1 date of submission 05/20/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on with a dim, discolored display screen. The display screen was removed and a test display was inserted, and the contrast returned to normal. Unrelated to the complaint, investigation revealed a torn keypad. All keypad buttons were responding appropriately.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the display screen was discolored. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.